Event description:
It was reported that the intra-aortic balloon (iab) was vacuumed correctly prior to insertion. The md "had a problem in passing the iab through the sheath and broke the fiber optic cable, losing the arterial pressure signal." As a result, the iab was removed and another iab was inserted successfully. There were no reported pt complications. A request was made for more info.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional info becomes available.